Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the reservoir compartment, with pieces missing on top of the retainer ring. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and included confirming the physical damage, advising the customer to discontinue use, revert to a backup plan per healthcare professional instructions, place the pump in storage mode, and review pump care best practices; pump replacement was arranged. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Pump received with damaged retainer ring. Unable to lock a test p-cap locks properly into the reservoir compartment due to damaged retainer ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, missing o-ring (reservoir tube), cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, label damage, retainer knit line damage, corroded battery tube, corroded battery tube spring, and partially broken retainer. Cosmetic damage was confirmed at the retainer ring and reservoir compartment. Moisture damage was noted found on the battery tube. Damaged retainer ring confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.